Event description:
Pt underwent left total hip arthroplasty revision during 1990, at which time femoral components were revised. Pt progressed very well following surgery and became involved in athletic activites. Pt presented with complaints of left hip pain. Radiographs revealed loosening of the femoral component of the left total hip. Pt was admitted to the hosp and underwent revision of femoral components.